Event description:
The customer alleged that her breeze2 meter was dead and that she and her doctor were unable to test her glucose. The customer was hospitalized and the hospital tested her glucose at 900 mg/dl. The customer was hospitalized for a week due to high glucose. No other information was provided about the event. The customer's meter is to be returned for evaluation. A replacement meter was sent to the customer.